Event description:
It was reported that the patient was being referred for battery replacement due to battery being at end of service. Information was later received from the patient's caregiver that the patient was having an increase in seizures during the day if he fell asleep. The description of the seizure was indicated to be body shaking and appears as if the patient is having a nightmare. The patient will be having a full revision performed to upgrade model. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Adverse event ¿ correction - inadvertently not included in supplemental #02 submitted since surgery took place. Outcome attribute to adverse event ¿ correction ¿ inadvertently did not select required intervention to prevent permanent impairment/damage not included in supplemental #02 submitted since surgery took place.

Event description:
Additional information was received from the physician indicating that vns battery was not working due to the lack of battery in response to the cause of the increase in seizures and its relation to vns. A response was noted as to what the patient's increase in seizures in comparison to baseline was at, however the writing was noted to be illegible. There were no other contributory factors suspected to contribute to the reported increase in seizures and was stated that the patient's device has been able to interrogate.

Event description:
Implant card for the patient was received indicating they received a full revision. It was previously reported that the patient would be having a full revision to upgrade to a new model and battery depletion. It was indicated that the explanted device was discarded.